Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device misfired (clip was malformed). The case was completed with another device of the same product code. There were no patient consequences reported.